Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of prialt via an implantable pump for spinal pain. It was reported the pump had been pressing against her sciatic nerve. The patient stated at first her pump was on the lower left side of her rear. The doctor went and moved the pump. The pain resolved when they moved the pump to the left side front. It was unknown when this occurred, however, the patient stated it was maybe six months after implant (implant occurred (B)(6) 2017). The situation had resolved. No further complications were reported or anticipated.